Manufacturer narrative:
Additional manufacturer narrative: the device is anticipated for return to edwards lifesciences and an evaluation of the product is currently pending its arrival. A supplemental report will be submitted upon completion.

Event description:
Edwards received information that this bioprosthetic aortic heart valve was explanted after four (4) years, eight (8) months due to calcification. An unknown device was used in replacement and the patient was listed as hospitalized in stable condition; he was later discharged on pod #12.

Manufacturer narrative:
Device evaluation summary - x-ray demonstrated heavy calcification on leaflets 1 and 3, moderate calcification on leaflet 2, wireform distortion around leaflets 1 and 3, and all three commissures bent. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 at the inflow aspect. Host tissue on the stent circumference was heavy at the inflow aspect. The leaflets appeared stiff and translucent at the free margin, likely due to dehydration. Leaflet damage was observed on leaflet 1 near commissure 2. The leaflet damage was in close proximity to the cloth damage seen on commissure 2. Incidental findings - the sewing ring had been cut around the valve and exposed the wireform around the valve circumference; the wireform was also exposed on commissures 2 and 3. The reported calcification was confirmed through device evaluation along with the presence of host tissue. Bioprosthetic leaflet calcification and host tissue overgrowth are two common chronic failure modes in bioprosthetic heart valves. Their occurrence is highly variable among patients. It is generally believed that patient biological factors and/or preexisting medical conditions and comorbidities play major roles in the development of bioprosthetic tissue calcification and/or host fibrotic tissue overgrowth. However, the underlying mechanisms are not completely understood. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
The device evaluation was completed.